Event description:
It was reported that during a routine follow up, holter monitoring tracings were evaluated and episodes of pacing rates close to 30 beats per minute were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.